Event description:
The customer contacted physio-control to report that a pin had broken off of their quik-combo therapy cable and become lodged into their device's therapy connector, thus preventing defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer advised that they disposed of the damaged quik-combo therapy cable and replaced the therapy connector on the device. After observing proper device operation through functional or performance testing the unit was placed back into service for use. Neither the device, nor the therapy cable, have been returned to physio-control for evaluation. The cause of the reported failure could not be determined.